Event description:
It was reported that during a stenting treatment procedure stent damage and a stent fracture occurred. Access was obtained via the right radial artery. The 90% stenosed, de novo target lesion being treated was located in the moderately tortuous left anterior descending (lad) artery. The lesion was predilated with a 2.50x12mm and a 2.00x12mm apex balloon catheters. A 3.00x20mm taxus element stent delivery system (sds) was then advanced to the lad and there was difficulty advancing the sds through the non-bsc guide catheter. The physician was able to reach the left main coronary artery but was not able to cross the lesion in the lad. When the physician withdrew the device it was noted that there were some broken and damaged struts in the middle of the stent. The procedure was completed with deployment of a 3.00x16mm taxus element at 14 atms. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a taxus element/ion stent delivery system (sds). There was dried contrast on the outer surface of the stent. The balloon was tightly folded and the stent was secure between the markerbands. One strut in the third proximal row, two struts in the seventh proximal row, and three struts in the eighth proximal row were lifted or bent back distally. There was no other damage to the stent. There was no damage to the sds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage and a stent fracture occurred. Access was obtained via the right radial artery. The 90% stenosed, de novo target lesion being treated was located in the moderately tortuous left anterior descending (lad) artery. The lesion was predilated with a 2.50x12mm and a 2.00x12mm apex balloon catheters. A 3.00x20mm taxus element stent delivery system (sds) was then advanced to the lad and there was difficulty advancing the sds through the non-bsc guide catheter. The physician was able to reach the left main coronary artery but was not able to cross the lesion in the lad. When the physician withdrew the device it was noted that there were some broken and damaged struts in the middle of the stent. The procedure was completed with deployment of a 3.00x16mm taxus element at 14 atms. No patient complications were reported.

Manufacturer narrative:
(B)(4).